Manufacturer narrative:
The pump was not returned to mmdg for evaluation. A DHR review was performed and found no non-conformance's. Because the pump was not returned mmdg was not able to investigate or confirm the complaint. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump was alarming dose done but had not delivered the dose. They stated that the bag was still full and nothing had been delivered. Mmdg did follow up with the initial reporter, who stated that the patient did not have any adverse effects due to the complaint. [Complaint-(B)(4)].